Event description:
Hcp reported patient presented in 2003 with signs of infection of the device pocket. These include fever, pain and meningeal signs/symptoms. Cultures of the device pocket showed no growth. The patient was treated with both IV and oral antibiotics. Hcp reports patient's infection resolved with no drug withdrawal and the patient did not wish to have their pump replaced.